Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. After standard femto laser procedure, areas appeared in the lower part of the flap where the cut was irregular. The small area appearance looks different and seems to be a cause of a rupture in that area seen during cutting. Excimer ablation was performed without complication. After finishing the surgery, a bandage contact lens was placed on the eye. One week later the bandage contact lens was removed from the eye and patient's visual acuity is excellent. No additional treatment is needed.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review showed no abnormalities. Ablation check showed correct adjustment and also during the treatments there were no irregularities identified. Further, no settings of the z-scanner offset scales were changed during the time period. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. The associated device was released based on company's acceptance criteria. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the thickness of the flap is less than programmed and has been happening for a month now. Additional information has been requested. There are multiple related reports for this facility. This report addresses patient abc's left eye and other manufacturer reports will be filed.